Manufacturer narrative:
An event regarding user error involving a reamer shaft assembly was reported. The event was not confirmed. Method and results: device evaluation and results: the device was returned in used condition but no actual damages were observed. A functional and dimensional test were performed using the gauge indicated on the inspection guide sheet and deemed the product to be conforming. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed as it was determined that the device was fully functional and within specifications as per the functional and dimensional tests performed. It is likely that the surgeon did not set the correct scale on the reaming shaft. No further investigation for this event is possible at this time. If additional information is received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that during left primary knee surgery, surgeon used the reamer shaft and set for 14. The reaming was not completed to the proper depth, it reamed too much bone originally and left only 4mm of bone rather than the set 14mm. A patellectomy was performed as a result. Approximately 10 minute delay. Successfully completed surgery.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
It was reported that during left primary knee surgery, surgeon used the reamer shaft and set for 14. The reaming was not completed to the proper depth, it reamed too much bone originally and left only 4mm of bone rather than the set 14mm. A patellectomy was performed as a result. Approximately 10 minute delay. Successfully completed surgery.